Event description:
Resident had finished evening meal in main dining room and was turning wheelchair per self, to the right when the right front wheel came off, wheelchair tipped forward causing resident to fall to floor. Resident sustained cut to right eyebrow from broken eyeglass frame, skin tear to right wrist and skin tear to lewft forearm. A posey vest was intact when incident occurred. Resident was transported to emergency room for assessment at saint joseph hospital where x-rays showed no definite fracture witnesses to the incident stated they did not see her attempt to stand. Evaluation of the incident scene found the right front wheel laying to the side and the screw missing out of the right fron twheel shaft. A complete check of the wheelchair by maintenance supervisor found no other mechanical problemsdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.